Event description:
57 y/o female patient had a right knee revision on (B)(6) 2022 due to pain, swelling and stiffness. This is approximately 5 years and 11 months after the patient's initial right knee replacement. Imaging studies demonstrate particulate debris-induced synovitis. There is no extensive osteolysis based on preoperative imaging. The patient has persistent pain and swelling and is thus indicated for polyethylene liner exchange. Findings: at the time of surgery, there was found to be an effusion. These was moderately inflamed synovium. There were no signs of infection. Femoral, tibial and patellar components were all well fixed. There was extensive pseudomembrane and scar formation. The patient was brought to recovery in stable condition.

Manufacturer narrative:
As a result of the investigation, the following fields have been update: a2, a4, b5, b6, b7, d1, d4, d8, g4, h4, h6, h7, and h9. H6: investigation results - the revision reported was likely the result of prosthesis wear. The extent and root cause of the prosthesis wear could not be confirmed as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) 2016 patient underwent a right total knee replacement and was implanted with an exactech optetrak logic comprehensive total knee replacement. On or about (B)(6) 2022, patient underwent a revision surgery on her right knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or instability. Patient¿s medical records reflect the typical findings of accelerated and preventable polyethylene wear due to defective design of the device and a manufacturing defect of the device which produced toxic polyethylene particles and debris, resulting in premature catastrophic failure and revision surgery.